Event description:
The patient connector was not connected with the titanium adapter well when the customer changed the transfer set. There was no patient injury or medical intervention reported. There was no patient involvement. The actual sample is available for evaluation.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. This is a product not distributed in the us and does not have a 510k number.

Manufacturer narrative:
(B)(4).initial evaluation confirmed the reported condition. Upon completion of baxter's investigation a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The cause for the reported issue could not be confirmed. A batch review could not be performed based on the information available.